Event description:
It was reported that a balloon rupture occurred. Vascular access was obtained via the left side of the femoral artery using a 6f 50 cm non bsc introducer sheath. The 80% stenosed target lesion was located in a mildly calcified and moderately tortuous below the knee (left) artery. A 2.5mm x 150mm x 150cm coyote catheter balloon was selected to dilate the lesion after a 0.014inch 175cm non bsc guidewire crossed the lesion . However, fluoroscopy images showed contrast leakage. The physician removed the device from the patient and noted that the middle part of the balloon ruptured longitudinally. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).